Manufacturer narrative:
The reported event of impedance and capture anomaly was not confirmed. Visual inspection of the device did not reveal any anomaly that could contribute to the reported event. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. No anomalies were found.

Event description:
It was reported that during initial implant procedure patient's implantable cardioverter defibrillator (ICD) exhibited high out of range pacing impedance and loss of capture. The device was not used and the procedure was completed using alternate device on 8 nov 2023. The patient was stable.